Event description:
Device issue: failure to deploy needles. Time of device issue: during vessel closure. Adverse event: surgical hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy of the femoral artery after an interventional procedure. Reportedly, two endoprosthesis of abdominal aorta procedures were performed. Two prostar devices were used to close two access sites (left, right), in an obese pt. The first prostar device successfully achieved hemostasis, site not reported. The second prostar used in the endoprosthesis of a vessel with a larger diameter compared with the first site. During deployment of the needles, only three needles were visible. One needle remained in the skin. The device was "broken" to retrieve the needle from the skin. Hemostasis was surgically achieved. The procedure was concluded successfully. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4) - patient selection, incorrect removal. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.